Manufacturer narrative:
Collamer ultraviolet-absorbing posterior chamber single piece foldable intraocular lens claim#(B)(4).

Event description:
The reporter stated that a cc4204a collamer single piece lens, +22.5 diopter, kept going into the posterior chamber. The lens was removed and the surgeon decided to go with a anterior lens. There was no adverse event or patient injury. The reporter stated that the cause of the event is unknown.

Manufacturer narrative:
No similar complaint were reported for units within the same lot. (B)(4).